Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pleural effusion. The physician elected to explanted and replace both the right atrial (ra) and right ventricular (rv) leads. No further patient complications have been reported as a result of this event.